Event description:
The customer reported a false negative anti-d result on the ortho provue analyzer. The result was not reported. False negative results may lead to inappropriate physician action. There was no report of harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that the anti-d was weak, and only reacted with d positive, big c negative cells. Repeating the screen yielded an undefined(?) Result. Qc performance was acceptable. Maintenance on the analyzer is up to date. All reagents have a normal appearance and have been stored appropriately. A field engineer performed maintenance on the analyzer. Though the service actions have restored the analyzer to expected operation, the root cause of the event is unk.